Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
We received 2 freedom drivers this morning and upon performing the system test protocol I noticed a significant sound change on one of the drivers. The best description I can give is there is a loud vibration sound or something sounding loose inside. The sound is definitely more pronounced when connected to the mock tank on normotensive parameters. The driver passed all the tests and I let it run with the different sounding motor attached to the mock tank for greater than 15 minutes to test other alarms. The fd did alarm appropriately when the drivelines disconnected from the cannulae on the mock tank. However, with the significant sound changes I do not feel comfortable attaching this fd to a patient. "I am requesting a replacement freedom driver. Please provide RMA so I can send this back to you."

Manufacturer narrative:
Alarm history and patient data file review found no new alarms recorded in the driver's alarm history. Visual inspection of internal components identified no abnormalities while visual inspection of external components identified a broken exhaust fan cover. Freedom driver passed all sections of incoming functional testing. A 24-hour observation run was performed in an attempt to confirm the customer-reported issue. No abnormal noises were produced. Failure investigation for this complaint could not confirm the reported issue via alarm history data review or observational testing. The complaint was not replicated via observational testing. The root cause of the customer reported abnormal noise was not able to be conclusively determined. Failure investigation identified no test failure, damage or abnormalities that could have contributed to the reported abnormal noise. Driver functioned as intended. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR.) (B)(4) follow-up report 1.